Manufacturer narrative:
This report is submitted on january 02, 2024.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on january 30, 2024.